Event description:
Patient had a generator replacement occur. The explanted product was discarded. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns generator replacement due to battery depletion. The patient then reported an increase in seizures. Battery life calculation did not support that the generator was depleted. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.